Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the liquid crystal display (lcd) was out of specification electrical. It was additionally noted that an error code occurred multiple times, the main printed circuit board (pcb) was out of specification electrical, the upper case had a damaged gasket, the keypad flex was damaged, the lower case, main seal and one case screw were contaminated, the display wire was pinched but wire insulation was not compromised and the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service. It was displaying black spots on the display screen and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken screen. It was recommended that the device be returned for repair. No patient complications have been reported as a result of this event.